Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver (rhd2.5) got stuck in the implant during placement. Implant came out with its fixture mount attached to the driver. Procedure was completed using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One retaining 2.5mm hex driver latchlock (rhd2.5 was returned for investigation. Visual inspection of the as returned product identified wear about the driver hex feature. The driver was measured, and found to be out of specification at the hex feature when compared to the drawing ed-22281 rev f (digital caliper; cal1334 cal due: sep 25, 2020). The driver was functionally tested, and it was confirmed that the driver no longer assembles with a mating implant, and would become stuck if forced into the drive feature. No pre-existing conditions were noted on the per. The reported implants were tried into unknown tooth sites. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63542171. It was noted that a non-conformance report exists under ncr no. 41694, which states that the hex feature was manufactured out of specification for 23 samples. The product was resorted and the out of spec parts were scrapped. Complaint history review was performed for the reported lot number (63542171) for similar event and 42 other complaints were identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck driver) or product (rhd2.5). Therefore, based on the available information, device malfunction had occurred and the reported event is confirmed based on inspection of the returned driver.